Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. Evaluation did not observe an inoperable keypad but instead observed that the keypad button number 1 did not respond. The device was found out of specification. The cause was determined to be a failing keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.